Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. Customer states the display was not blank less than 30 seconds. Customer states display was blank currently. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
The customer's weight information has been changed to (B)(6) and blood glucose value of the customer was updated to (B)(6) mg/dl.